Event description:
It was reported that the device had a broken case and connector. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Analysis also found that the battery drawer was broken, the battery release, lead flex cover, battery flex and heart lead flex was contaminated, and the liquid crystal display (lcd) was out of specification - electrical. It was also noted that two side bail covers and the ring cover were broken, and two side bails, the ring and the battery drawer o-ring was missing.